Event description:
It was reported that the user experienced high blood glucose after accidentally pausing the ilet pump before bed and not resuming insulin delivery for approximately 12 hours, with the highest reported sensor glucose of 342 mg/dl and subsequent return to range after insulin delivery was resumed. Symptoms included hyperglycemia with urinary frequency consistent with polyuria. Outcomes included a delay to treatment or therapy due to the interruption of insulin delivery. Investigation of this case revealed no specific findings and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.